Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Zip code: (B)(6).

Event description:
Healthcare professional reported via device tracking "ruptured" against right device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported via device tracking "ruptured" against right device. The device has been explanted.